Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support. Customer ultimately cleared the alarm and resumed insulin therapy. There was no impact to the customer's blood glucose levels.